Manufacturer narrative:
The investigation confirmed that lower than expected vitros trop I es results were obtained from two samples from a single patient processed on two vitros eciq immunodiagnostic systems. The investigation could not determine a definitive assignable cause. Results of trop I precision testing performed on instrument 1 were outside of ortho guidelines. Unexpected instrument performance therefore cannot be ruled out as contributing to the unexpected results from instrument 1. Results of precision testing of instrument 2 were within acceptance limits, indicating that the instrument was performing as expected and is not a likely contributor to the unexpected results from instrument 2. Based on the historical trop I qc data from the instrument 1, there is no indication that the vitros trop I reagent contributed to the event. Sufficient qc data was not provided to adequately assess the performance of the vitros trop I reagent for instrument 2, therefore unexpected reagent performance cannot be ruled out as contributing to the lower than expected results from instrument 2. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer recommendations so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Furthermore, as the unexpected results were isolated to the samples in question and the lower than expected results were observed across two different instruments, it is possible that the unexpected results were a consequence of sample/patient specific issues, however this could not be confirmed. A definitive assignable cause for the events could not be determined.

Event description:
A customer observed lower than expected troponin I results from two samples from a single patient processed using vitros troponin I es reagent in combination with two vitros eciq immunodiagnostic systems. Sample 2, instrument 1: 0.034 ng/ml versus expected result of 0.100 ng/ml. Sample 2, instrument 2: 0.033 and 0.032 ng/ml versus expected result of 0.100 ng/ml. Sample 3, instrument 1: 0.030 ng/ml versus expected result of 0.060 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tropi es results were not reported from the laboratory. There is no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).